Event description:
A 20 gauge catheter was placed in the patient's acf for home IV therapy of antibiotics for pylonephritis. The catheter had been indwelling for approximately 72 hours. The device was flushed with normal saline using a 10cc syringe. The nurse removed the device and approximately 2mm of catheter material was present on the adapter. The patient was sent to the emergency department and the doctor was unable to palpate the catheter fragment. The catheter fragment was located in the distal shaft of the humerus via x-ray. A cut-down was performed and the catheter could not be located. An x-ray was performed 24 hours later and the catheter fragment located was lodged in the left lung base. The doctor has decided not to retrieve the catheter fragment. The patient remains asymptomatic.